Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 8 mdrs filed for the same event (reference 1825034-2016-03843 / 03844 / 03845 / 03846 / 03847 / 03848 / 03849 / 03850).

Event description:
Patient's legal counsel reported patient underwent left hip revision approximately 6 years post-implantation. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Operative record reported revision due to instability, catching of the hip, elevated metal ion levels, and pseudotumor. During the procedure, dark serous fluid, metal debris, black stained synovial tissue, and debris consistent with a pseudotumor were noted. All components were removed and replaced; a poly liner was implanted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, intraoperative or postoperative bone fracture and/or postoperative pain.

Event description:
Patient's legal counsel reported patient underwent left hip revision approximately 6 years post-implantation due to allegations of pain, dislocation, discomfort, clicking sensation, fluid collection, metallosis and metal debris. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Operative record reported revision due to instability, catching of the hip, elevated metal ion levels, and pseudotumor. During the procedure, dark serous fluid, metal debris, black stained synovial tissue, and debris consistent with a pseudotumor were noted. All components were removed and replaced; a poly liner was implanted.